Event description:
It was identified during a period review of the programming history database that a patient's device was seen to have high impedance and low output current. Information was received that the patient's high impedance was found by the physician and a chest x-ray was performed and reviewed by the physician, consultant, and neurosurgeon. There was no obvious lead break of disconnection. No surgical intervention has been reported to date. No additional relevant information has been received to date.